Manufacturer narrative:
(B) (4)

Event description:
It was reported that there was a confirmed pump motor stall with no motor stall recovery noted in the event logs. The motor stall was caused by the pt having an MRI. It was noted that the pt was in ICU for a different issue. It was unk if the pt was receiving therapy or if the pump was alarming due to "too many other items are beeping in the room". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.